Event description:
An overdose was reported. About (B)(6) ago pt experienced an overdose "due to md missing port." Pt went through a withdrawal. Presently pt was at home and had an issue with her pump.

Manufacturer narrative:
(B)(4).